Event description:
This letter is to inform you of an event that occurred at (B)(6) in netherlands on (B)(6) 2023, in which it was alleged that the treadmill (tm2100st) unexpectedly spedup and caused a patient to fall. The patient sustained injuries which resulting in hospitalization. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).